Event description:
Related manufacturer report number: 2017865-2021-30604. It was reported that the patient presented in the emergency department with some drainage from the wound site on (B)(6) 2021. Cultures were taken and an infection was diagnosed. There was wound dehiscence noted as the skin was not completely approximated. The implantable cardioverter defibrillator system was explanted. The patient was in stable condition before, during, and after the procedure.